Event description:
It was reported that, during total hip replacement, a trial femoral head 36 xs/-3 broke inside the patient where it connects to the neck trial. No pieces fell in the patient. Surgery was resumed, without any delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, during total hip replacement, a trial femoral head 36 xs/-3 broke inside the patient where it connects to the neck trial. The device, used in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed as one flap is broken. Apart from that, the device shows only slight signs of use such as scratches on the outer surface. Based on the performed complaint history review, only one additional complaint for the batch in question was detected with the same reported failure mode. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure which could have contributed to the reported failure mode. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These issues are due to high loads, beyond the design limit, that may arise on the tabs during manipulation. The failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is within the risks level that are anticipated in the risk management documentation both in occurrence and severity. The current design remains therefore state of the art. As part of the continuous improvement smith + nephew is nonetheless working on a design enhancement, options are currently being reviewed and tested at our facility. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. A relationship between device and reported event can be confirmed. The root cause is attributed to an insufficient design specification. S+n will continue to monitor this device for similar issues. No further actions are deemed necessary. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4), b1: updated to adverse event b2: selected required intervention b5: updated event description h1: updated to serious injury h6: updated health effect - impact code to 4641.

Event description:
It was reported that, during total hip replacement, a trial femoral head 36 xs/-3 broke inside the patient where it connects to the neck trial. The broken pieces were retrieved with forceps. Surgery was resumed, without any delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.